Manufacturer narrative:
Voluntary medwatch #mw5147599.

Event description:
It was reported that the patient presented for follow up with failure to capture exhibited by the right ventricular lead. No further information was available.